Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was a hole in the bag. There was no patient injury. Additional information has been requested but not yet received.

Event description:
As per additional information received, a lobectomy procedure was performed. The last known patient status is good. They found pieces of plastic in the suction machine after the operation. They tried to use another device but found a hole in it. They took another one, but it was broken as well. The third one was ok.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo catch* ii 15mm specimen pouch sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The plunger and metal ring advanced and retracted properly. The bag was fully cinched without difficulty. Visual testing of the returned product confirmed the product did meet quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.